Event description:
It was reported that the lead safety switch of the pacemaker was triggered due to atrial pace impedance of 2,176 ohms. The switch automatically changed the programming configuration from bipolar to unipolar. It was noted that this out-of-range impedance measurement occurred on the same day as the routine replacement of the pacemaker. Technical services recommended assessment of the pacemaker system. No adverse patient effects were reported.